Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b7,d4(expiry date: 12/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient had a port device implanted for chemotherapy to treat lymphoma. Approximately two months after implant, the port catheter allegedly fractured and migrated to the patient's heart. It was further reported that the patient underwent surgery to remove the device; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient had a port device implanted for chemotherapy to treat lymphoma. Approximately two months after implant, the port catheter allegedly fractured and migrated to the patient's heart. It was further reported that the patient underwent surgery to remove the device; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: although the sample was not returned for evaluation, a medical record review was performed. The investigation is confirmed for the reported catheter fracture, migration and material separation issue. According to the medical record, approximately two months post port deployment, the patient was presented with pain while flushing the port. Subsequent study demonstrates that, fractured left subclavian mediport catheter with the distal end of the catheter in the right heart. Two days later, the patient was scheduled for catheter retrieval and replacement of port. A 10 french sheath was placed in the right common femoral vein. The catheter fragment appears to abut the wall the right atrium and appears to be free within the right ventricle. A 6 french grollman catheter was used to catheterize the left pulmonary artery. Attempts to snare the ventricular end of the catheter on removal was not successful. Subsequently the snare was deflected to the right atrium. The body of the snare sheath was used to deflect the catheter away from the wall and the tip of the catheter was subsequently snared and the catheter was removed through the right groin. After six days, a new port and catheter was implanted through the right subclavian vein into the superior vena cava right atrial junction. Attention was turned to the left subclavian region. Incision was made taken down through the subcutaneous tissue to the port. Port was removed with the stay sutures cut and removed. Port was removed with the catheter fragment. There was no bleeding which was noted. Although a definitive root cause could not be determined, the following contributing factors catheter tears at stem, pinchoff, flexural fatigue during routine use could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021),g3. H11: h6 (annex a). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient had a port device implanted for chemotherapy to treat lymphoma. Approximately two months after implant, the port catheter allegedly fractured and migrated to the patient's heart. It was further reported that the patient underwent surgery to remove the device; however, the current status of the patient is unknown.